Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A company representative has reported that the customer purchased and replaced the front end pcb and the iabp is now fixed and returned to clinical service.

Event description:
The customer reported that when they turned on the intra-aortic balloon pump (iabp), an error massage came up and they could not clear the message. This event occurred during start up of the iabp prior to use. No patient was involved, and no adverse event has been reported.